Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a partial pancreatectomy the jaws became difficult to open. The jaws were forced open which resulted in oozing. There was no patient injury.